Event description:
Screws were broken during surgery. Broken implant was removed by a screw driver and a replacement was implanted. No negative effect on the pt.

Manufacturer narrative:
Additional catalog # 94745. Additional lot # pn76e. DHR for device reviewed. No discrepancies were found. Manufacturing date of 11/2007 for the device.

Manufacturer narrative:
Corrected type of reportable event from serious injury to malfunction, as there was no negative effect on the patient reported.